Event description:
The pt underwent an endometrial ablation procedure in 2002. A hysteroscopy was performed prior to the procedure and was normal. Balloon pressure was maintained in an appropriate range throughout the case. After four minutes, someone tripped over the cord and cut power to the controller. The controller was restarted and run for four minutes. 3 days later, the pt was readmitted with symptoms of a bowel perforation. A laparotomy was performed and revealed what appeared to be a full thickness injury to the small intestine. A resection of the intestine was performed. There was no evidence of a uterine perforation. There was a small area of serosa that appeared slightly blanched. There was a suggestion of an adhesive band on the lower uterine segment but there was bowel adherent.